Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's paddles arc during op's check. There was no reported patient involvement.

Manufacturer narrative:
The paddle set and paddle tray will be replaced to resolve the reported symptom. We are unable to determine the cause of the reported symptom as multiple parts were replaced.